Event description:
Boston scientific received information that during a follow up visit this right atrial (ra) lead presented with loss of capture. An x-ray confirmed that the ra lead dislodged from the right atrium and was located around the tricuspid valve. A revision procedure was performed, but the lead tip became stuck and was unable to be repositioned. The patient is not pacemaker dependent. The associated device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.